Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant. Prior to amulet procedure, the patient underwent laa closure procedure with a non-abbott device. Two devices attempted but reported to fail. A 16m amplatzer amulet laa occluder was chosen for implant. During deployment, the device was re-captured twice before it was successfully deployed. Upon discharge one day later, patient was reported to be stable and well. During the evening at home, the patient experienced a myocardial infarction due to pericardial clot that was confirmed by transesophageal echocardiogram (tee). Tee confirmed device is in place and looked great. The patient had cardiac arrest, and cardiopulmonary resuscitation (CPR) was performed upon admission to the hospital. Multiple pressors were given, likely due to low blood pressure resulting from myocardial infarction. The cardiologist believed that the pericardial effusion led to the pericardial clot. The patient is reported to be recovering.

Manufacturer narrative:
An event of cardiac arrest, thrombosis/thrombus, myocardial infarction, low blood pressure/ hypotension, and pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information obtained from the field indicated that during the evening at home, the patient experienced a myocardial infarction due to pericardial clot that was confirmed by transesophageal echocardiogram (tee). Tee confirmed device is in place and looked great. The patient had cardiac arrest, and cardiopulmonary resuscitation (CPR) was performed upon admission to the hospital. Multiple pressors were given, likely due to low blood pressure resulting from myocardial infarction. The cardiologist believed that the pericardial effusion led to the pericardial clot. The patient is reported to be recovering. Based on the information received, the root cause of the reported incident could not be conclusively determined.